Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 05/2024).

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly failed to deflate. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly failed to deflate. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 05/2024).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly failed to deflate. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse rx pta dilatation catheter was returned for evaluation. During visual evaluation, an unknown 5fr sheath was noted to be loaded onto the sample covering the balloon. No anomalies noted to the inflation luer. During functional testing, the sample was removed from the sheath and blood was noted throughout the catheter and within the balloon. An in-house presto inflation device was used to attempt to inflate the balloon but was unable to be inflated. The catheter shaft was cut and attached to a touhy adapter but the balloon was still unable to be inflated. Under microscopic evaluation, the balloon was cut and examined and blood was noted within the inflation port area. No further testing was performed. Therefore, the investigation is inconclusive for the reported deflation issue as functional testing for deflation could not be performed. The investigation for the identified difficult to remove is confirmed as the catheter was received connected to the unknown sheath. The definitive root cause for the reported deflation issue and identified difficult to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.